Event description:
Patient underwent uneventful ilasik (B)(6) 2014. Presented at 1 day post treatment with slipped flap in left eye with striae in left eye. Patient brought back to laser suite and flap repositioned in left eye. (B)(6) 2014 post treatment visual acuity sans corrected (vasc) 20/25- right eye, 20/30 left eye rxm -0.25 sphere 20/20 right eye, -0.25 sphere 20/20 left eye. No cells or edema (both eyes). Patient was released to primary eye care provider for follow-up care.

Manufacturer narrative:
Information in section was provided by the manufacturer (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of this report: changed to (B)(4) 2014. Initial reporter: changed to ste.# (B)(6). Source report: added health professional & user facility. Placeholder.